Manufacturer narrative:
Device not returned to manufacturer.

Event description:
The physician explanted the top hat valve due to an echo that showed vegetative growth on one of the valve leaflets. Patient was diagnosed with endocarditis-non -valve related. Valve was explanted and 27mm homograft was implanted. As per the physician medical judgment no issue with the top hat valve was observed, this was a patient issue with endocarditis. Patient had normal recovery. No implantation date is known to date.

Manufacturer narrative:
This event is being reported in a conservative manner due to limited information received to date. The date of implant is not known, the manufacturing date is january 2012. The manufacturer is in the process of contacting the physician to gather more information about this event. Not yet determined if device available.

Event description:
On (B)(6) 2017 the manufacturer was notified that a carbomedics top hat mechanical heart valve s5-027 was explanted on (B)(6) 2017. No implantation date is known to date.